Manufacturer narrative:
Clinical review: a clinical investigation was performed. It is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty cycler, and the patient¿s adverse events of septicemia, sepsis, septic shock, cardiac arrest and death; as the received documentation does not indicate when the patient¿s last dialysis treatment was performed. The esrd death notification lists the patient¿s primary cause of death as cardiac arrest. Per the pdrn, the events were unrelated to pd therapy and/or any fresenius device or product. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the totality of the information available, the liberty cycler can be disassociated from the events, as there is no allegation or objective evidence indicating a liberty cycler product malfunction or deficiency contributed to the patient¿s serious adverse events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized on (B)(6) 2019 and subsequently expired. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient expired on (B)(6) 2019, due to rapidly progressing septicemia, sepsis and septic shock leading to an inability to dialyze (modality not provided), cardiac arrest and eventual death. The esrd death notification confirmed these findings, listing cardiac arrest as the primary cause of death. The hospital progress notes from (B)(6) 2019, indicates the patient suffered a cardiac arrest with asystole. The medical staff performed 5 rounds of advanced cardiac life support without success, and resuscitative measures were discontinued. Per the pdrn, the events were unrelated to pd therapy or any fresenius device(s) or product(s).